Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 and 4.2 control board and interface board was faulty. A field service engineer replaced the boards but unable to login to reconfigure drawers, station was currently not configured to internet, customer information department was working on the issue, pockets were recognized, but drawer need to configure. Then network issue was resolved and fse assisted the customer to configure storage space via remote support services to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer tried to reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.